Event description:
It was reported that the inflatable penile prosthesis (ipp) pump malfunctioned. Patient underwent a surgical procedure where the pump was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual inspection of the device showed the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the pump showed that the pump failed the activation test, therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Based on the failure to activate observation, the reported allegation of mechanical issue was confirmed. Device history review (DHR) the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis visual inspection of the device showed that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the pump showed that the pump failed the activation test, that verifies that with the pump in the deactive state, the fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lb of force with no back pressure on the cylinder to the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump malfunctioned. Patient underwent a surgical procedure where the pump was explanted and replaced. No adverse patient effects.